Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while checking in an instrument set, I noticed one of the pins had fallen out.

Manufacturer narrative:
Evaluation conclusion: event description suggests the speedlock sleeve to be primary product. No associated product reported. Deviations in the manufacturing documents were not found. The event of the fallen out pin is most likely caused due to an inadequate press-fitting between pin and corresponding drill hole. A deviation report had already been raised for change of the manufacturing process via change request. The device returned was manufactured prior above mentioned CAPA.

Event description:
It was reported that while checking in an instrument set, I noticed one of the pins had fallen out.